Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "suspected rupture" for an unknown side. Patient additionally reported right side "rupture" and "anxiety related to biocell textured devices." Patient also reported "that during breast feeding on and around (B)(6) 2019 they got mastitis¿; this event is not related to the device. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side capsular contracture baker grade IV. The device has been explanted.